Event description:
Related manufacturer reference number: 3006705815-2022-17574. It was reported that the patient¿s therapy strength decreased on its own due to high impedance on one of the leads. Additionally, the patient was unable to set the system to MRI mode. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was restored post operatively. Note: it is unknown which lead had the high impedances. As such, both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.